Event description:
Surgical intervention with open resection and debridement of a recurrent seroma and fistula at knee 11 day's after first surgical intervention ((B)(4), your ref. 9613369-2016-00102) and 22 day's after revision surgery ((B)(4), your ref.9613369-2016-00101). This issue was described in documents that we have received to case (B)(4) (revision surgery in (B)(6) 2016, your ref. 9613369-2016-00074).